Event description:
It was reported that the biomed had the arctic sun device that was not cooling below 22 degrees. Per additional information updated from ttm on 23mar2026, sn (B)(6) was not cooling past 22c while on a patient. Biomed saw the device had multiple alarm 113's in the event log. They did a functional check, could not cool past 22.5c. Per wo evaluation - checked chiller temperature (t4) was and it was 6.7 degrees meaning the mixing pump had failed, said they already had the part number for it just wanted to confirm with me before ordering it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.